Event description:
Per report, on a transcatheter aortic valve replacement (tavr) procedure, after removal of the 22 fr retroflex3 sheath, a dissection was noted on the left iliac artery. A vascular surgeon was consulted and a stent was placed to repair the vessel injury. The patient's minimal luminal diameter was adequate for the rf3 sheath (>7mm), there was mild vessel calcification, and mild tortuosity. The physician complained that the transition between the dilator and the sheath had "a lip" that can catch on calcium, and he feels that this dissection was possibly caused by this. Additional investigation: nothing abnormal was noted when the sheath was prepped. There was no gap between the sheath tip and the introducer. No difficulties were experienced upon insertion/removal of the dilators. The physician felt resistance upon insertion of the rf3 sheath into the patient. The sheath was removed and re-inserted a second time with good result. There was no difficulty during removal of the sheath.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Additional information was added: (expiration date) and (device manufacture date). The complaint could not be confirmed as the affected device and intra-procedure imagery were not available for return to edwards. Without the return of the device, there is not enough information to determine if the transition between the introducer and the sheath contributed to the vascular injury. A device history record review and a complaint history analysis did not revealed any indication that a manufacturing non-conformance could have potentially been related to the customer complaint. During the manufacturing process there are multiple inspection steps, which make it unlikely that a defective sheath or introducer was the cause of this complaint. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. However, despite the best screening tools, there might be a narrowing of the vessel which sometimes is not appreciated previously on the CT or angio. The minimum required vessel diameter for a 22fr sheath is 7mm. In this case, per report the access site diameter was >7mm, and there was mild vessel calcification, and mild tortuosity. The exact root cause for the left iliac dissection is unknown; however, it is possible that the patient's vessel at the injury location had an insufficient diameter and/or calcification and tortuosity not appreciable on imaging. In addition, the physician commented that there was little resistance upon insertion of sheath into patient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.